Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucoser of 26 mg/dl which was treated with orange juice and glucose tablets. Customer was educated on bolus wizard and blood glucose corrections. Customer declined troubleshooting for low blood glucose.